Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and on (B)(6) 2011, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision/removal on (B)(6) 2010, (B)(6) 2011 and on (B)(6) 2012 and explants were performed due to recurrence, mesh exposure and pain. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 - cystourethroscopy with co-aptite injection due to intrinsic sphincter deficiency and stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal wall prolapse, cystocele, urgency, atrophic vaginitis and stress urinary incontinence. It was reported that patient underwent mesh revision on (B)(6).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.